Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the user "tried to introduce over the guidewire through sheath, the balloon was not able to introduce". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab insertion difficulty is not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that when the user "tried to introduce over the guidewire through sheath, the balloon was not able to introduce". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab insertion difficulty was confirmed upon investigation of the returned sample. The customer returned a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box for investigation. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Spots of dried blood were noted on the exterior of the iabc; no obvious blood was noted within the helium pathway. No sheath was returned with the sample. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the b ladder membrane. Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 6.8cm from the iabc distal tip. A bladder leak could cause difficulty prepping the device and result in insertion difficulty. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint was undetermined; a potential root cause could be customer handling. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that when the user "tried to introduce over the guidewire through sheath, the balloon was not able to introduce". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".